Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found external insulation abrasion breaching the optim sheath proximal to suture sleeve tie impression with intact silicone insulation beneath. The cause of reported event insulation damage was due to external insulation abrasion which is consistent with friction to the device can. The reported event of oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damaged found are consistent with procedural damage.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of farfield r-wave oversensing were noted on the right ventricular (rv) lead. During the revision procedure, insulation damage of the rv lead was visually confirmed by the physician. The rv lead was explanted and replaced. The patient was stable.